Event description:
Related MFR report: 3006705815-2020-00139. It was reported the patient had the scs system removed (ref. Mdrs # 1627487-2020-00059, 1627487-2020-00060 & 1627487-2020-00099). Reportedly, the physician also removed about an inch of the sheath from the lead epiducer, which was thought to had 'sheared off' during the lead implant procedure and left in the patient.

Event description:
Related MFR report: 3006705815-2020-00139.